Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event was not due to programming. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced good resolution of pain with the spinal cord stimulation therapy, but had recently experienced less pain relief from stimulation and reprogramming of the system on multiple occasions had not improved pain relief; the clinical diagnosis was sub-optimal pain relief. It was noted that the event was related to the device or therapy, and not related to the implant procedure. Interventions taken included explanting and not replacing the entire system. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2017. No further complications were reported/anticipated.